Event description:
Event reported as, "implant filled to 360cc. Fold of implant palpable under thin skin. Overlying skin red. Concerned about implant exposure. At time of surgery implant had permanent crease that did not resolve over time."